Manufacturer narrative:
This report was received after angiotech initiated a voluntary recall of the tru-core ii biopsy instrument for possible compromised sterile barrier. Infection is a known possible complication of a compromised sterile barrier per our risk assessment. Although the lot numbers for this complaint can not be confirmed we have verified that the reporter did receive product affected by the recall. The potential exists for there to be pouch holes at the chevron edge on the poly side of the product pouch or along the side of the seal. The issue is related to loading the operation of the tru-core ii device in the nylon sleeve. At this time tru-core ii products are being inspected at the time of loading and packaging to ensure the loading defect is not present. Angiotech is reviewing the potential for implementing the use of alternative pouches to remove the requirement for nylon sleeve for continuous improvement. Applicable validations and distribution studies are currently in process.

Event description:
Customer reported: after receiving the recall notification the customer called and stated they have had 3 patients who got infections after prostate biopsies with the tru-core ii biopsy device.